Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo; medial segment returned and analyzed.

Event description:
It was reported that lia (lead integrity alert) triggered due to sic (sensing integrity counter) and nst (non-sustained tachycardia) episodes with noise. A single measurement of high pacing impedance was also noted. It was noted that the patient had recently moved and had been lifting boxes. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305u227, implantable tissue valve, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.